Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection in the right pocket area. The implantable pulse generator (ipg) system including bilateral systems (leads) were explanted. No further patient complications have been reported as a result of this event.